Event description:
It was reported through clinical vignette, first aveir vr leadless pacemaker implantations in poland via internal jugular vein access. The leadless pacemaker was successfully implanted. Following the procedure, a hematoma was observed and required surgical drainage. The patient was stable following the procedure. Details are listed in the article titled "first aveir vr leadless pacemaker implantations in poland via internal jugular vein access".